Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of MFR without a lot number. The investigation could not be completed, no conclusion could be drawn, as the subject device is beginning the eval process.

Event description:
Pt status post zero-p implantation, returned to surgeon for post op visit. An x-ray revealed a broken screw. Surgeon removed the hardware and revised with another plate. This is one (1) of three (3) reports for this event.